Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced 2 cases of difficult operation or not working/functioning, and 2 cases of leakage. The following information was provided by the initial reporter: needle attached to insulin pen. Insulin pen dialed up. First needle used did not appear to click when being put to skin. Needle removed and second needle primed. On being put to skin needle appeared to click, therefore insulin pen pushed down to administer units of insulin. However on removing pen, insulin appeared to have pooled at the end of the safety needle. Needle also appeared to have bent. No evidence of trauma on skin and also no clear puncture mark. Faulty needles within batch.